Event description:
It was reported that the pump alarmed "door not fully latched" during an infusion. There were no reports of pt injury.

Manufacturer narrative:
(B)(4). The customer did not report the date of the event, however multiple events of the reported symptom were found in the history log between (B)(6) 2011. The unit was tested at the infusion rate found in the history log during the infusion segment where the "door not fully latched" occurrence was logged. The unit was tested at a rate of 420 ml/hr and 120 ml/hr for 24 hours at each rate with no occurrence of "door not fully latched" alarms. The unit was also tested in an environment of 60 degrees fahrenheit for 24 hours and in 90 degrees fahrenheit for 24 hours with no occurrence of "door not fully latched" alarms. Link clearance gaps were found to be within specification. The reported symptom could not be reproduced.